Manufacturer narrative:
(B)(4). A sample was not provided for evaluation. Consequently, the investigation was not able to evaluate the quality of the sample in regards to the reported failure mode. A review of all DHR records did not identify any issues within lot 0001002955 that may have contributed to the reported failure mode. The investigation was not able to identify any probable root cause for the leaking valve failure mode as no sample was provided. No corrective or preventive actions were identified for the leaking valve failure mode.

Event description:
Failure of seal within the pleurx catheter ¿one way valve¿ causing fluid to seep out onto wound. This patient had the implant in for 6 months and had successfully drained in that time. I asked the dn if the patient had pushed an external item into the one way valve but she said that she had not. As a result of this failure, patient had to be readmitted and the implant removed